Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Prior to the procedure, the balloon burst when it was attempted to be inflated. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed successfully with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had two pinholes one of them located approximately at 10 mm from the distal section of the balloon, and the other one was located in the proximal section of the balloon, but during the functional test, the pinhole burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinholes found are likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Prior to the procedure, the balloon burst when it was attempted to be inflated. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed successfully with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.